Manufacturer narrative:
The insulin pump was received with a blank display due to cracked lcd glass. Unable to perform the self test and the displacement test due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display was out of service. Customer¿s blood glucose level was unknown. The device will be returned for analysis.